Event description:
It was reported that the patient presented for a scheduled generator change. Prior to the procedure, the right atrial lead exhibited noise leading to oversensing. The noise was reproducible with pocket stimulation. The lead was capped and replaced on (B)(6)2022. The patient condition was stable post-procedure.